Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer believes that the device possibly got exposed to her sweat because it occurred after her workout. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.